Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: december 2023 additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7070781 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.